Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). The rep mentioned their colleague had a similar issue, poor communication in the operating room with the external devices a while ag o and they ended up closing the patient, but everything was fine once they were out of the operating room. They didn't know if this event was reported and didn't have any further information. No patient symptoms were reported.